Event description:
It was reported that the patient received appropriate therapy for vt in october 2012. The shock successfully converted the patient's rhythm. The patient did not return to the clinic until recently when it was noted that there were output anomalies. It was noted that there were alerts for possible output circuit damage and low impedance. The device and lead were replaced.

Manufacturer narrative:
No medwatch form was received.